Manufacturer narrative:
This is being sent as an initial report. Additional information has been requested to clarify the device software revision. A follow up report will be submitted once the investigation is complete. The customer biomed stated that testing was carried out on both rooms/device and all testing was normal and the central station was performing as intended. After testing was carried out, it was determined that the central station was performing as intended. An attempt was made to get additional details, but no additional detail was provided. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
The customer reported that the pic device alarms did not ring at the central station with two mx400 monitors. The device was not in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: attempts were made to get additional details regarding the device serial number and software revision, but no response was giving. No further response has been provided.